Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) had a defective rear responsive button. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the rear response button was defective. The cause for the non-functional response button is defective switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response button switch. The last pt to use this monitor did not report any deficiencies.